Manufacturer narrative:
On (B)(6), the patient reported skin irritation while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot # p203785). The irritation was described as peeling and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient disconnected the device due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly, and there is no history of skin sensitivity or allergies. A bis pause was implemented from (B)(6) 2026, and the end of service (eos) date was changed to (B)(6) 2026. The patient indicated they would discuss with their cardiologist before making a final decision regarding early disconnection or continuing the break in service. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot # p203785). The irritation was described as peeling and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient disconnected the device due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly, and there is no history of skin sensitivity or allergies. A bis pause was implemented from (B)(6) 2026, and the end of service (eos) date was changed to (B)(6) 2026. The patient indicated they would discuss with their cardiologist before making a final decision regarding early disconnection or continuing the break in service.